Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection. A tactra penile prosthesis was implanted as a placeholder until the infection healed. After the patient healed, the tactra was removed and replaced with a new inflatable penile prosthesis. No further patient complications were reported.